Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was charging more frequently and wanted reprogramming to address the issue. The patient had been in an accident and felt the stimulation change as she wasn't getting the same therapy. When the patient was charging the battery it was depleting so quickly that it stopped outputting therapy while charging. An impedance test showed that contact 0 was avoid while 1-15 were fine. The patient was programmed without using contact 0 to get effective therapy and a recharge calculation showed the recharge interval was four days. The indications for use were non-malignant pain and other chronic/intractable pain of the trunk/limbs.